Event description:
Baxter reported, "the tube was broken 2 cm from the twist clamp." The date of how old the transfer set was is unknown. There was no patient injury or medical intervention associated with this incident according to baxter.